Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the umbilical cable was damaged. The round connector is warped. The cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the it was difficult to connect the umbilical cable to the imaging system. The connection appears to be okay, but the user needs great effort to disconnect the cable. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4). Device evaluation: the interface cable was returned to the manufacturer for evaluation and the issue was confirmed. Visual examination was performed and found the lemo connector is physically damaged; connector is out of round.